Manufacturer narrative:
A siemens customer service engineer (cse) was a dispatched to the customer site. The cse replaced the following parts: reagent probe 1 (r1) belts, r1 mixer cable, reagent probe 2 (r2) belts, r1, r2, sample probe 1 (s1), precision pump and flush pump replaced on s1 pump module, and mixer and vertical belts on s1. The cse performed checks and alignments on multiple probes and ran bottom of cuvettere for s1 and sample probe 2 (s2). The cse ran a quick check and service methods which resulted acceptable. Qc was run after service and resulted within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Low bias was obtained on multiple quality controls (qc) assays, run on server 1, after the dimension vista's 1500 off peak activities. The customer reported a mechanical error was obtained on server 1. Patient samples run since the last acceptable qc, were repeated on an alternate dimension vista instrument, resulting higher than the initial results reported. The discordant, falsely low results were discovered on patient samples tested for haptoglobin and transferrin. The initial discordant results were reported to the physician(s). Corrected results were reported out to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low haptoglobin and transferrin results.